Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices reported : insertion handle (part unknown, lot unknown, quantity 1), tfna nail (part unknown, lot unknown, quantity 1), hammer (part unknown, lot unknown, quantity 1), threaded hammer guide connector (part 03.037.120, lot 9319320, quantity 1).

Manufacturer narrative:
Investigation summary: visual inspection: the driving cap/threaded (part #: 03.010.523, lot #: 8751011) was received at us cq. Upon visual inspection, it was noticed that the distal tip of the driving cap was broken off and it was received. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was not perfumed due to post manufacturing damage. Document/specification review: the following drawing, reflecting the current revision, was reviewed. Conclusion: the complaint condition is confirmed as the threaded distal tip was broken. While no definitive root cause could be determined, it is possible the device encountered unintended forces during its use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings (B)(6) has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within (B)(6). Sustaining engineering ticket # 345154 was also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part: 03.010.523, lot: 8751011, manufacturing site: (B)(4), release to warehouse date: april 10, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery with trochanteric fixation nail advanced (tfna) on (B)(6) 2020, the threaded driving cap broke off at threads in the threaded hammer guide connector. The procedure was successfully completed without any surgical delay. Patient status is unknown. Concomitant device reported: unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown tfna nail (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1). This report is for one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).